Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospice care. The customer was hospitalized on an unknown date. The cause of death was cardiac ischemia. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected 2 months prior to passing, as the customer's blood glucose was always high. The pump was working, but the customer was lazy managing their treatment with the pump. The customer was using sensors. The health care professionals took the customer off the pump to better manage their diabetes. The caller declined to return the insulin pump for analysis.